Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the device and was unable to reproduce or verify the reported issue. The electronic device records were downloaded. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device did not seem to provide defibrillation energy during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.

Manufacturer narrative:
Physio-control further evaluated the downloaded device data and there were no observed instances of the device failing to deliver energy. The customer confirmed that the defibrillator was used on a patient during the reported event and that it did not seem to shock with defibrillation electrodes attached, however the patient records did show normal energy was delivered. The device was tested by the customer, with hard paddles, the next day, and it was reported that the defibrillator again did not seem to shock, but the paper did show the shock was delivered and the device displayed "energy delivered". Patients will often exhibit a muscular response (such as jumping or twitching) during an energy transfer; however, the absence of such a response is not a reliable indicator of actual energy delivery or device performance. Based on the information available, including the analysis of the patient ECG waveforms, physio-control was able to confirm that the device successfully delivered therapy to the patient. There was no evidence of a device malfunction.

Event description:
A third-party service agent contacted physio-control to report that their customer's device did not seem to provide defibrillation energy during a patient event. Physio-control contacted the customer in order to obtain additional information about the patient; however, no response was received.